Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization and insulin therapy. Engineering log review indicated that the ilet was not in use at the time of the reported event, and no device data were available for review for the event date. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) and was hospitalized. The user received hospital treatment including insulin therapy. The outcome after discharge was not further specified.